Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. They replaced the vio integrated electro surgical generator unit iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint when the unit was placed on a in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that there was an error on the erbe generator. The customer was getting an m-02 error and monopolar was greyed out. The customer was able to clear the error and get the ground icon to turn green, but then pen was not working and had a message to check the grounding pad. The customer was getting a new pad. The tse advised the customer to clean the pad area with saline solution prior to installing the pad. The customer stated this was an ongoing issue. The isi clinical sales representative (csr) called in at the end of the case to report that the erbe was faulting and there was no energy output. The tse reviewed the logs and found m-02 errors. The tse had the csr power cycle and hard power cycle, but the erbe was still faulting at power up. The tse had the csr disconnect all three activation cables and hard power cycle, but the erbe was still faulting out at power up. The customer had no activation cable for a third-party electrosurgical unit (esu). The customer was able to finish the case with the e-100 generator. The tse suggested that the customer use an external bovie with its foot pedals in front of the surgeon console pedals. The csr wasn't sure if the surgeon would use it that way when the call ended. Activation cables were still disconnected. The procedure was completed with no reported injury.